Event description:
The patient reported that she has experienced over the last month in a half to 2 months in which the needle will release on its own after having it on for about an hour. The patient mentioned that this would happen at least 3 times a day almost every single day. The patient did confirm with us that she is pressing the rounded top of the needle button and verified that the needle locked in place and heard the click. The patient did not save any of the v-go devices.